Manufacturer narrative:
The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the area representative that a patient underwent an ureteroscopy procedure. The device in use was a cook® single-use holmium laser fiber. The customer stated that the fiber tip broke off while lasering the stone. The tip was retrieved from the patient and the procedure was successfully completed using the same fiber and tip. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, instructions for use (IFU) and specifications was conducted on device during the investigation. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record did not observe any non-conformances that may have contributed to this incident. Device was returned partially. Under magnification, a clean break in the fiber was observed. Due to the broken piece not returned and continued use of the fiber after separation occurred, length of the separated piece cannot be verified. Several factors can contribute to fiber damage. Precautions are listed in the IFU such as: continuous lasing with the fiber tip in contact with tissue. Improper handling. Lasing with a contaminated or damaged proximal end. Poor beam of alignment or focus. Based on the provided information, a root cause of the event was related to improper handling of complaint the device. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.